Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed pump's volume was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed infusions with no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume during testing in the biomedical service department. There was no patient involvement. No additional information is available.